Event description:
Pt inhaled some soda lime residue that had accumulated on the turbine of the pulmonary function machine while doing a simple pulmonary function test. She began coughing once she arrived home.